Event description:
The patient received a transcatheter aortic valve replacement (tavr) procedure to resolve the low flow alarms. The patient experienced shortness of breath that improved after the tavr. The symptoms decreased after the procedure. The site detailed the patient still has a few low flow alarms per day. No further information was reported.

Manufacturer narrative:
Section b1, b2: correction. Section b5, d4, h4: additional information. Manufacturer's investigation conclusion: review of the log file data provided by the account confirmed low flow alarms; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from 09mar2020 at 17:15:08 to 20mar2020 at 10:10:25, per the timestamp. Throughout the log file the device operated above the low speed limit. Numerous low flow alarms (176 in total) were captured throughout the log file when the estimated flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. The account submitted log file data for review amid the patient¿s concern for a suspected short-to-shield issue. The patient was adamant that the low flow alarms they had been experiencing were the result of a mechanical fault despite no indications of potential driveline wire compromise. The low flow alarms decreased in frequency after the patient underwent a transcatheter aortic valve replacement procedure and their shortness of breath also improved following the procedure. Depending on the patient¿s volume status and blood pressure they still experience a few low flow alarms per day. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is provided in the IFU, as well as the heartmate ii lvas patient handbook. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was seen in clinic due to a suspected short to shield. Log file analysis noted multiple low flow events on (B)(6) 2020 and (B)(6) 2020. No further information could be confirmed from log file analysis. No further information was reported.